Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon vad interrogation, patient had multiple low flows, low power advisories, and pump stops starting on (B)(6) 2020. Patient stated that it all occurred while on mobile power unit (mpu) connected to wall power and some are positional when laying on the left side. Log file analysis captured pump stops and low flows, which has been linked to potential issues with the percutaneous lead. Additional information states that patient has gained weight since his lvad implant and driveline visibly has cosmetic damage to the outer covering on the driveline that has been covered with rescue tape. No frayed wires or visible damage to the actual wires noted on physical exam. X-rays were analyzed and tech support captured no obvious areas of shield breakdown in the images provided. Patient was given ungrounded patient cable .

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: tears to the outer silicone jacket of the driveline were observed approximately 2.5¿, 3.5¿, 9¿, 9.5¿, 11.5¿ from controller connector. This damage appeared to be superficial. A specific cause for the tearing of the silicone jacket could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the mobile power unit (mpu). Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 15.75¿ of the distal portion of the patient's driveline (dl) was replaced on (B)(6) 2020. A previous clamshell repair was observed on the distal end of the driveline (previously investigated under MFR # 2916596-2019-04240). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. Tears to the outer silicone jacket were observed approximately 2.5¿, 3.5¿, 9¿, 9.5¿, 11.5¿ from controller connector. The previous clamshell repair, silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until receiving an urgent pump exchange on (B)(6) 2020, after further low speed events (investigated under MFR # 2916596-2020-03959). (B)(6), was returned and investigated under MFR # 2916596-2020-03959. During the evaluation of (B)(6), breaches to the insulation of the yellow and brown wires were observed on the internal portion of the driveline. The yellow wire redundantly supports motor phase 1 and the brown wire redundantly supports motor phase 2. The wire damage observed under MFR # 2916596-2020-03959, appeared to be the result of repetitive flexing. A specific duration of time for which the wires were damaged could not be conclusively determined through this evaluation. The pump stoppages and hazard alarms that were confirmed in the log file that was submitted under the current complaint could have resulted from a short to ground if either wire was damaged at that time, and the exposed conductors from either wire made contact with the braided shield on either the power module or mobile power unit. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including low flow hazard and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that on 15may2020 tech services arrived on site for an external perc lead repair. The perc lead replacement performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable.